Manufacturer narrative:
(B)(4). This report for a leak was not confirmed due to unavailable sample. A batch review was not performed due to unknown lot number. A root cause was not identified due to insufficient information, therefore, the cause was undetermined. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4).the sample is not available for evaluation, therefore, baxter cannot determine root cause. Since the lot number is unknown, a batch review will not be performed.

Event description:
A customer contacted baxter's technical service center and reported that the transfer set was leaking. The home patient's (hp) nurse advised him to end therapy; the patient was no longer connected to the homechoice cycler. The technical service representative (tsr) assisted the hp with taking out the set. Product surveillance contacted the patient on (B)(6) 2010. The patient stated that the tube from the catheter to the transfer set was leaking. The patient stated he believes there was a hole in the tubing which caused the leak. The patient stated that this was replaced and he has resumed therapy. There was no patient injury or medical intervention associated with this event.